Event description:
Follow-up identified the lead was repositioned during surgery. Effective stimulation was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of stimulation shortly after the permanent trial procedure on (B)(6) 2018. X-rays confirmed the lead had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the patient received new extensions and an ipg. At this time, it is unknown if any intervention was performed on the lead.